Event description:
A report of a pt having weakness in his left leg was received. The pt had a hernial disc injury at t8 prior to implant surgery. The placement of the lead over herniated disc was the cause of leg weakness in the pt. The physician also thinks the pt had cord compression; therefore, the physician chose to explant the pt's lead. The pt is reportedly doing well following explant.

Manufacturer narrative:
The explanted lead was discarded by the medical facility, and will not be returned for eval.